Event description:
On (B)(6) 2013, a female patient was implanted with an olecranon plate and an unspecified number and size of screws. During a follow up visit with the surgeon, it was noted that the fracture had lost reduction at the proximal area of the olecranon. On (B)(6) 2013, all hardware was removed and revised to a longer plate. It was reported that all of the devices were removed easily and the procedure was successfully completed. This report is for an unknown quantity and size of screws. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Pt info: (B)(6) 1935, (B)(6). This report is for an unknown quantity and size of screws. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.